Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the hamilton-c6 went into standby without interaction. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that the hamilton-c6 ventilator entered standby mode without user interaction. No patient harm occurred, and the device was replaced immediately. The logfile review showed no technical faults (tfs), no ambient mode activation, and no system errors on the day of the event. The event log indicates that standby mode was activated by an operator, and a cuff leak was recorded shortly before the device was switched off. Several attempts were made to obtain additional information or logfiles from the replacement device, but no response was received. No parts were returned and no additional data was provided; therefore, the issue cannot be reproduced or further investigated. Based on the available information, no root cause can be determined. Hamilton medical will continue monitoring similar events, and the case is considered closed.